Event description:
It was reported that a large volume intermate had particulate matter inside the balloon. This malfunction was identified during the filling of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 27, 2014 to march 4, 2014. Investigation summary: baxter received one unit for evaluation. Visual inspection noted a solid white particle approximately 1.55 mm in size, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A CAPA has been initiated to investigate this issue of the particulate matter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.